Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated. The field service engineer (fse) found the bead mixer rinse filling was too low, causing potential carryover. The fse adjusted the bead mixer rinse, the pre-wash sipper probes, replaced pinch tubings, and the mixing paddle. The main and gear pump pressures were verified, and post service precisions and qc were performed successfully. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable result with the elecsys hcg stat assay for a patient sample tested on the cobas 6000 e601 module. A physician questioned the accuracy of hcg results due to extreme variability observed across three separate blood draws: draw #1 ((B)(6) 2026): 8000 miu/ml. Draw #2 ((B)(6) 2026): 144 miu/ml. Draw #3 ((B)(6) 2026): 1884 miu/ml.